Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the cartridge fell out of the device at the first firing. Additionally, a partial part of the distal and proximal end were not stapled properly. Therefore, the doctor performed additional suture. There was no consequence to the pt.